Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced within the same procedure due to the surgeon discovering 'oily" material stuck to the lens. It was stated that the surgeon attempted to vacuum the oily material within the capsule with the irrigation/aspiration (I/a) hand piece after the lens was implanted into the optic. In addition, it was reported that the oily substance spread on the surface of the lens and the surgeon was unable to remove this substance. The lens was removed and replaced within the same procedure with no patient injury reported. It is unknown if there was an incision enlargement performed. No additional information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the intraocular lens was removed and replaced with a model z9002 lens within the same procedure. No surgical or medical intervention nor vitrectomy was performed. A review of the manufacturing records indicated that the serial number belonged to the intraocular lens production order for a model z9002 tecnis cl intraocular lens. The review of the documentation and testing were found within product specifications and was manufactured according to specifications. No deviation or nonconformance was generated. At the final inspection process, lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects including any surface residue. The manufacturing record review showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
An incision enlargement was not required or performed during the surgical procedure. The viscoelastic used was opegan hi and viscoat. No further information was provided. Ftir analysis: the explanted intraocular lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy to identify the reported "foreign particles" and "oily material" on the surface of the lens. A visual examination of the lens revealed a thin film on the surface. The lens was physically wiped against the ftir window in order to transfer the contaminant. The sample spectrum was compared to a reference sodium hyaluronate spectrum and the sample residue was identical to reference sodium hyaluronate spectrum. Ftir analysis of the residue on the lens surface showed that it is likely sodium hyaluronate. A review of a dvd of the surgical procedure was performed by an amo medical professional; however, it was reported that a conclusion could not be deducted from watching the dvd. Device available for evaluation: (B)(6) 2013.